Event description:
The event is reported as: complaint alleges: at testing the device, the balloon was difficult to inflate and to deflate. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate.